Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported that during preparation of an unspecified procedure, the user discovered the wire basket broken upon opening the package. The ncircle tipless stone extractor basket wire was separated and had not made patient contact. No harm to the patient nor did the patient experience any adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation - evaluation: one ncircle tipless stone extractor was received for evaluation. Visual inspection of the device observed the handle and basket were both in the open position. One of the basket wires was noted to have pulled out of the cannula. The basket sheath has two significant kinks. One of the kinks is located at 5 cm from the cap and the other at 4 cm from the cap. Blue streaks were seen on the basket wires. Functional testing was performed, the handle actuates the basket formation to the open and closed positions. The collet knob was tight and secure. The customer report of the wire of the basket was broken has been confirmed. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process that would have caused or contributed to the identified product issue. A review of the complaint history for this product/lot number combination revealed this is the only complaint that has been received. Based on the provided information a definitive root cause cannot be established. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment no further action is required. Cook medical will notify the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.